Manufacturer narrative:
The event unit is anticipated to return to applied medical. A follow-up report will be provided upon the completion of the investigation.

Event description:
Procedure performed: hysterectomy. Event description: after removing retrieval from trocar, they found that the guide was detached from bag but still on the thread. As this is the third time an event occurs, they are alarmed. The retrieval is of the same lot of the other 2 incidents occurred in so short time. This time they used a pluriuse trocar (last time they had used a new one) as they do normally. So, the problem seems to be more of technical impact than due to trocar. I opened two sterile retrievals in the operating room to see if there were problems. In the first there was a problem with the guide that was stuck in the auction introducer. The second was ok. They have 3 packs of the same lot in the operating room. Intervention: no, the problem had no impact with the operation. They only noticed the defect once the trocar was extracted. Patient status: she is well.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. However, representative non-sterile units were returned. Testing was performed on the representative units and a lip was observed along the tubes¿ distal end, forming a raised ridge along the circumference. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. Based on the condition of the returned unit and the description of the event, it is possible the snap ring around the bead came into contact with the tube lip during deployment, creating resistance. The user may perceive the resistance as signifying that the device is fully deployed, then retract the actuator while the bead/snap ring is still in the tube. Applied medical has performed a historical trend analysis and review of production records and no systemic patterns were identified. This event was initially reported based on the description of the event. However, based on further examination of the event description, applied medical determined that this event is not reportable as it is unlikely to cause or contribute to death or serious injury. Correction: section b5 updated, h6 (component code) added 4721, (impact code) was updated from 2199 to 2645 and (device code) was updated from 2907 to 2983.

Event description:
Procedure performed: na (incoming inspection). Event description: as far as my inspection with two new retrievals of the same lot is concerned, the retrieval deployed normally but the green button was stucked in the actuator tube. Additional information received from applied medical rep. Via email on 08may25: the following sentence regarding ¿two new retrievals¿ applies to the sterile unit opened by rep. To consolidate the number of complaints totally happened ¿ 2 devices that were opened by rep and one incident where the device was discarded, so totally 3 incidents with this account. Intervention: na. Patient status: na (no patient involvement).